Event description:
The customer reported 3 false not detected results on the alinity m hr hpv amp kit. The customer reported that they are concerned about their hpv results where they see an amplification curve but the instrument determined the sample to be negative. It has been explained to them that the cut off values are based on clinical studies, there has been discussions about clinical relevancy, and several scientific studies have been shared with the customer. There are still concerns and as a result they sent 3 sids (sample ids) that had an amplification curve on the alinity m but were interpreted as negative. According to the customer, several of these samples were interpreted as positive on the bd clarity on several high risk hpv genotypes, even with dilutions of 1:20. Sample ids: (B)(6). The customer confirmed an ongoing hpv infection, and had a visible amplification curve on alinity m for different high-risk genotypes, but were all below the mr (max ratio) value threshold and thus interpreted as not detected by the instrument. It was also disclosed that the laboratory also sent 10 samples from the screening population, whom all had a visible amplification curve but which was below the mr threshold, to a reference laboratory. All of these samples were also analyzed in the bd clarity, but were consistent with the result obtained on the alinity m. There has been no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in sweden using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. This event is associated with the following mdrs: 3005248192-2023-00317 3005248192-2023-00318 3005248192-2023-00319 3005248192-2023-00320

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation. The file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lots 529809, 526426, 525729, 380933 and 380960. Customer data review: customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the run met assay specification requirements. A product deficiency could not be identified from this analysis. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lots 529809, 526426, 525729, 380933 and 380960 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lots 529809, 526426, 525729, 380933 and 380960 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lots 529809, 526426, 525729, 380933 and 380960. A trend violation for list 09n15 was not identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lots 529809, 526426, 525729, 380933 and 380960 was not identified.